Event description:
It was reported that the camera head was not working and takes random pictures without touching the camera button. The issue was found during preparation for use for a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction field: e2, e3 and g2: remove health professional. The device was returned for evaluation and the customer's allegation was confirmed. In addition, found leak from button number two. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a faulty charge-coupled device (ccd) and moisture found in the ccd. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head was not working and takes random pictures without touching the camera button. The issue was found during preparation for use for a diagnostic procedure. There were no reports of patient harm.